Event description:
A healthcare professional reported that the anchor of the xtra-silent nite slide-link sleep appliance broke off. Patient started using appliance on (B)(6) 2020. While attending cleaning appointment the anchor became loose on (B)(6) 2024. No reports of any pre-existing medical conditions, or how the appliance was maintained. No other issues reported. A new device will be issued.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additonal information h11: a non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. The manufacturer internal reference number is: (B)(4).